Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "when inserting the screw through the guide pin, the surgeon felt a firm resistance. Continuing to insert it, the screwdriver began to slip halfway through. Upon removing the guide pin, the screw also came out. Upon inspection, it was found that the screw was broken, and the remaining broken screw fragment could not be removed from the patient's body. Thus, the surgery was completed while the screw fragment was left in the patient's body."